Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a loss of connection issue occurred between the transmitter and the pump. No additional patient or event information was available. The customer declined to troubleshoot the issue when speaking with tandem technical support, and indicated that tandem technical support would be contacted should the customer decide to troubleshoot the issue. The customer did not contact tandem technical support.